Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vascular anastomosis step of a liver transplantation the needle broke while on the suture of the blood vessel. The needle fell into the patient cavity and was retrieved. An x-ray was performed for the express purpose of locating the component. The surgery was extended by nearly an hour and a half. The product was a double needle that was completed by using the other end of the needle after the needle had broken.